Manufacturer narrative:
The complaint investigation for falsely decreased wbc results generated on the cell-dyn sapphire analyzer, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Trending review determined no related trend for the product. Return testing was not completed as returns were not available. The resistant rbc (rstrbc) flag was generated for both patient samples indicating the presence of a significant number of lyse-resistant rbcs. Lyse-resistant rbcs are interfering substances of the wbc and wbc differentials and therefore may impact wbc and wbc differential results. The suspect parameter flag, resistant rbc interference with wbc results, was also generated for one of the patient samples indicating that a significant number of lyse-resistant rbcs (relative to wbc count) was detected. The customer did not have the instrument configured to retest the sample upon the occurrence of the detection of resistant rbcs. The abbott technical representative (csc) configured the instrument to do so, and the sample was retested where the flag was generated. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the cell-dyn sapphire analyzer, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased white blood cell (wbc) count result for one patient on a cell-dyn sapphire analyzer. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2021, was 25.87, repeat was 0.13 10e3/ul. All cbc data provided was reviewed and no other parameters meet reporting criteria. It was noted that there was a resistant rbc flag for this sample, however, the analyzer didn¿t automatically retest the sample. There was no impact to patient management reported.